Manufacturer narrative:
H.6. Investigation summary: bd was able to observe the sample contained a damage at the grip which may have originated the defect of activation failure reported by the customer. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. Based on the investigations of this claim, a possible cause there may have been misalignment of the plug placement rods in the hub at station 5.54.4, where it may collide with the grip causing the damage. Corrective maintenance was performed on the station. H3 other text: see section h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety shield failed to activate during use. The following information was provided by the initial reporter, translated from portuguese to english: "the safety device mechanism did not worked."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety shield failed to activate during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the safety device mechanism did not worked."